Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. In 2001, pt's blood glucose was 160 and 377 mg/d. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.